Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 14 oct 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported that the was an issue with the endotracheal tube (ett) and cuff leaks. The cuff had been checked prior to intubation. Intubation was by c- mac/glide-a-scope with direct visualization of cords, and passing of cuff into the trachea without incident. The patient was auscultated for bilateral breath sounds. Approximately, 5 minutes after intubation an audible leak was heard. Tidal volumes were reduced. The cuff was re-inflated and a slow reduction of tidal volumes was noted over five minutes. The patient was extubated, and re-intubated without reported incident. Per additional information received 6 oct 2020, the patient's current status is that he has covid-19 related pneumonia. The patient was made comfort measures only (cmo) on (B)(6) 2020.